Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 18 atmospheres for several seconds, the balloon main unit vertically ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.